Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the keypad on the insulin pump is not functioning properly. Customer stated that sometimes the buttons would not respond and other times the response is delayed and the scroll bar was moving on its own. The alarm history did not show a button error alarm. The customer changed the battery but keypad issue persisted. Blood glucose value at the time is unknown. The customer also mentioned having issues with the sensor suspending the insulin pump and blood glucose level rising to over 21 mmol/l due to it. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.